Manufacturer narrative:
(B)(4).

Event description:
Patient was implanted with two drg leads from the same lot. It was reported that the patient was experiencing uncomfortable motor stimulation from drg leads which were causing cramping. It was noted that the leads had migrated. Both leads were removed and replaced with that same model. Patient has effective stimulation post-operatively.